Event description:
It was reported the patient had fallen multiple times and had intermittent stimulation coverage; an x-ray did not show any anomalies. Diagnostic review identified the lead had 4 contacts with invalid impedances. The physician undertook surgical intervention and replaced the lead. It was reported the impedances were within normal range during intraoperative testing.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.